Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which a manual self-test and shock test could not be completed. Further evaluation identified an intermittent connection issue associated with the AED's graphics display module circuit board as the cause of the observed behavior. Although the original customer report was not considered reportable based on the information initially available, evaluation of the returned device confirmed a malfunction that could delay or prevent therapy delivery if it were to occur during a clinical use scenario. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
An international distributor reported that their customer's AED asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.